Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.18 ng/ml at 09.50 am. The troponin result that was drawn at the same time and run on the siemens centaur was less than 0.03 ng/ml. The original I-stat sample was rerun 2.5 hours later and was 0.03 ng/ml. The patient had 2 additional troponin results less than 0.03 run on the centaur. On 09:50am: troponin <0.03. On 1300: troponin <0.03. On 1700: troponin <0.03. The suspected discrepant result was released to the physician. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).